Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID# (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm that the customer could not resolve. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The iabp was switched out but the issue continued. There was no visible blood or any other signs of a leak. The customer disclosed that the issue had been occurring for the past two hours and pumping had been stopped for that duration. The customer was advised to immediately contact the physician to remove the iab. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).